Event description:
It was reported that the customer hospitalized with a low blood glucose (bg) level of 10 mg/dl; cause was unknown. Reportedly, the customer's blood glucose dropped after delivering a bolus. Subsequently, the customer was found unconscious and unresponsive due to the low bg. Reportedly, the customer had also vomited and inhaled the vomit. The customer was transferred to the hospital where they were intubated and ventilated. Consequently, the customer had brain damage that was irreversible. No additional details were provided on the customer's treatment or hospital stay.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.